Event description:
During post-dilatation of a wall stent in the left external iliac artery, the balloon burst below normal pressure. The target lesion was heavily calcified but not tortuous, and the vessel had 100% stenosis. A contralateral approach was used to access the target vessel. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no report of pt injury. As per the reporting affiliate, no add'l pt or procedural details are available. The device is not available for eval and testing. Please note that this device is distributed outside the us; however, it is similar to the us product.